Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during filling. The device was being filled with a solution containing 6000 mg fluorouracil in saline. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received photographs of the sample for evaluation. The reported condition of a ruptured reservoir was confirmed via photographic evaluation. The reservoir was observed to have ruptured in a non-footed position. The root cause was determined to be a manufacturing issue. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Due to cytostatic solution contamination, the device is not available for evaluation. However, photographs of the device have been provided. A follow-up report will be filed upon completion of a photo evaluation or if any additional information becomes available.